Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The reported blood glucose reading at the time of the event was 70 mg/dl. The customer stated that she over bolused prior to the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer later called to report that she spoke with her hcp, and found that her carbohydrate ratio was programmed incorrectly. The customer stated that she immediately made the change to the settings. Nothing further was reported.